Event description:
It was observed that during the device evaluation, the camera head had a puncture and kinks on cable. A noise in image was noted. Device failed leak test. There was no patient involvement.

Manufacturer narrative:
The device evaluation as noted in section b5, the subject device exhibited puncture and kinks on cable, noise showing on image, and failed leak test. The device history records (DHR¿s) for this product have been reviewed and no issues were identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue a labeling review was conducted. No anomalies were found. Olympus will continue to monitor field performance for this device.